Event description:
It was reported via a journal article that a pseudoaneurysm occurred in the external iliac artery after angioplasty. The pseudoaneurysm was successfully treated with an 8×40-mm non-bsc stent-graft.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).